Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a stroke at home on (B)(6) 2021. A computed tomography (CT) scan was performed. The CT scan resulted in diagnosis of ischemic stroke. The patient remained at home and was recovering. International normalized ratio (inr) was 2.4. Further therapy was communicated with the medical team. The patient underwent intravenous rehydration therapy. The patient's inr was to be closely monitored. No information was provided regarding changes in anticoagulation management. The patient was at home recovering.